Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00581 / 00583).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, popping and elevated metal ion levels. A review of invoice history confirms both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-00581 / 00583 & 2015-00954 / 00955).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, popping and elevated metal ion levels. A review of invoice history confirms both surgery dates and that the acetabular cup, modular head and taper insert were removed and replaced during the revision procedure. No further information has been provided to date. Additional information received in operative report noted patient underwent a right total hip arthroplasty on (B)(6) 2010 with competitor product. Subsequently, patient was revised on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011 with a biomet total hip system. Operative report noted patient underwent a further revision procedure on (B)(6) 2012 due to mechanical complications, trochanteric bursitis and pain. Operative report further noted fluid, loosening of the trochanteric claw, cerclage cable and bolt, villus-type synovitis and chronic synovial irritation, pseudotumor, scarring, minor taper corrosion and a retroverted acetabular cup with minimal bony ingrowth during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced and the trochanteric hardware was removed. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.